Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, the keypad cover was returned torn between the up arrow and down arrow buttons. All the keypad buttons were unresponsive. The cover was removed to investigate and contamination and corrosion was found internally. (B)(6).